Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a lead revision/replacement of their implantable neurostimulator (ins) system and afterward, in the post anesthesia care unit (pacu), they could not feel or move their legs. It was noted that the lead revision procedure (removal of paddle lead and a new lead implanted) went very smoothly and nothing indicated a potential issue. It was subsequently reported that the entire device system was removed except for the ins. It was not certain of the patient status at the time of report. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 7435, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer, patient. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3998, lot# la7281, implanted: (B)(6) 2002, explanted: (B)(6) 2014, product type: lead. (B)(4).